Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd veritor¿ system for rapid detection of flu a+b clia-waved kit is giving discrepant results if the cassette is reinserted, even if reinserted immediately. The following information was provided by the initial reporter: the error: a test that had been run through the machine came up positive initially. The same test resulted negative on other subsequent attempts-we could not duplicate the initial positive result. The test was re-run as the presentation of the patient at the time did not match a positive reading. Customer was not expecting a positive result.

Event description:
It was reported that bd veritor¿ system for rapid detection of flu a+b clia-waved kit is giving discrepant results if the cassette is reinserted, even if reinserted immediately. The following information was provided by the initial reporter: the error: a test that had been run through the machine came up positive initially. The same test resulted negative on other subsequent attempts-we could not duplicate the initial positive result. The test was re-run as the presentation of the patient at the time did not match a positive reading. Customer was not expecting a positive result.

Manufacturer narrative:
This statement is to summarize the investigation results regarding a complaint that alleges received discrepant results when using kit rapid detection of kit flu a+b 30 test physician veritor (material # 256045), batch number 0107717. "Customer informed that their veritor analyzer is giving different readings if the cassette is reinserted. Bd quality performs a systematic approach to investigate discrepant result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Based on the available information understood that customer had initially received a positive result and then they try to scan the same cartridge again resulted with negative result. The test initially customer had performed was provided with a valid result and if they want to confirm the result, they could use another cartridge to rerun the test or may want to consider other methods to determine whether the sample is positive or negative. An investigation (bhr analysis and retain sample analysis) was performed on the batch number provided and results were acceptable, no relevant issue was found. No return samples were received; therefore, no return sample analysis could be performed. The reported issue was unable to be confirmed. The root cause was identified as cause traced to user. Currently no adverse trend identified for discrepant result. Bd quality will continue to closely monitor for trends.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd veritor¿ system for rapid detection of flu a+b clia-waved kit, there were an unknown number of false positive results. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using bd veritor¿ system for rapid detection of flu a+b clia-waved kit, there were an unknown number of false positive results. There was no report of patient impact.